Event description:
Total parenteral nutrition (tpn) was ordered, compounded, delivered and hung for this patient. The tpn was meant to run over 24 hours, but had run dry roughly 10 hours after bag was started. Clinical staff reviewed iaware and medkeeper to determine if error occurred with compounding or with administration. Only able to review 12 hours prior, but bag appears to have been running at the appropriate rate. Investigated the pump and the tpn was attached to the appropriate channel. Reviewed medkeeper, and it appears that the bag was compounded appropriately. Clinical staff is concerned that this may have been caused by a malfunction in the alaris pump itself.